Event description:
Information received from the field notes that the patient was hospitalized for evaluation. One ECG showed no pacing support with intrinsic rate as slow as 45 ppm. Intermittent capture and sensing and an inappropriate rate increase was noted. After reprogramming, the device remained at base rate and the patient was released from the hospital.

Manufacturer narrative:
New info received from the field notes that event records showed no inappropriate pacing rates. Interrogation showed normal measured data. The device remains implanted at this time.